Event description:
A user facility reported to olympus that the unit "shut off after getting hot, then switched to the emergency lamp." In addition, it was reported that error "e102" was generated. The problem, as reported to olympus, occurred during a procedure. The intended procedure was completed without delay using the same device. There was no patient impact or injury that occurred, associated with the event.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the main lamp not igniting and e102 error could not be determined at this time. Olympus will continue to monitor field performance for this device.